Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event. It was reported that the event occurred due to exposure of the products administered during dialysis.